Event description:
On 05/27: customer reports during a procedure, patient and procedural information not made available, the image became dark and fluoro failed. Patient moved to another room, procedure completed without further incident. No reported injury. Patient was not under anesthesia.

Manufacturer narrative:
Field service engineer investigated the dosage level for child and adult and found fluoro dose was low at 4.08 r/min pediatric and also low at 8.20 r/min for adult. Fse adjusted dosage to 4.92 r/min pediatric and 9.78 r/min adult. Fse continued to troubleshot and found the syracuse camera also needed calibration. Fse performed calibration on syracuse camera system using camera optimization procedure rev 9702. System returned to service by the customer.